Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the plunger of the bd posiflush¿ syringe fractured during the flush. The following information was provided by the initial reporter, translated from spanish: "during the care and maintenance procedure of a peripherally inserted central venous access and when performing 'flushing' the plunger of the syringe fractures, injuring the professional¿. Additional information: according to clinical leader information, the plunger of the syringe scratched the palm of the gloved health professional's hand. There was no major injury."